Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. A boston scientific technical services (ts) consultant recommended sent files for analysis. This pacemaker remains in service. No adverse patient effects were reported. The local area field representative was contacted for additional information, and the clinic will continue be doing monthly checks until the device needs to be explanted. The account also will change the device with a none boston scientific product, the field representative will not be involved.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. A boston scientific technical services (ts) consultant recommended sent files for analysis. This pacemaker remains in service. No adverse patient effects were reported.